Manufacturer narrative:
Additional narrative: this device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The assessment found that the device had sticky triggers. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that both triggers were sticking on the battery handpiece device. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.